Event description:
It was reported by service report that the footboard had no functionality due to being cracked. There were sharp edges and areas where fluid could possibly ingress reported. There was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: footboard. (B)(6) 2012: according to the customer, the damage to the footboard was caused when a patient had an epileptic seizure and kicked the footboard. There were no adverse consequences for the patient from kicking the footboard and the stryker product did not contribute to the patient's seizure.